Event description:
During subtotal colectomy surgeon using instrument from applied medical "epix laparoscopic grasper" ref c4130 lot 1245061 green padding at graping part of instrument fell off and inside the abdominal cavity. Surgeon saw something small and green on the screen, pulled out of patient and found to be padding on grasper. Grasper and pad were removed from the field and sent to manager.